Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with signs and symptoms of infection, including pain and swelling. The patient was started on intravenous antibiotics prior to the surgical intervention. A surgical procedure was performed in which the device was removed. There were no further patient complications reported.